Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The customer was assisted with low battery troubleshooting. The customer's blood glucose level was 77 mg/dl at the time of the incident. The customer stated that the battery lasted less than a week. The customer stated that they received multiple insert battery alert after replacing the battery in a timely manner. The customer stated that the batteries were not previously used, no excessive button pressing, no daily rewinds, and no other indication that justifies reduced battery life. The customer stated they were calling back after previously completing a low battery troubleshooting within one week. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test due to missing retainer. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly.unit received with minor scratched lcd window, cracked keypad at select button, cracked case(battery tube), missing retainer and missing reservoir tube o-ring.